Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The service history review of the device showed no previous reported repairs. Device evaluation identified a degraded downstream occlusion (dso) seal. The dso seal and mainboard were replaced.

Event description:
The customer returned the product for component failure, during device evaluation, a degraded downstream occlusion (dso) seal was identified. There was no reported patient involvement.